Event description:
It was reported that a pt experienced a transfusion reaction, blood pressure dropped from 120 to 70 mmhg and chills. The transfusion was discontinued. Later on that same day the pt was again transfused and experienced a blood pressure drop from 120 to 60mhg. The transfusion was stopped and continued using an device of a different type, from the same MFR a 4th transfusion was given using the same type of device without incident. In both reactions normal pressure was re-established within 3 to 4 minutes without catecholamines. The first transfusion on 08/09/1998 was given through the rcxl2kle without incident. During the first and second transfusions the pt was under anesthesia.